Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for paroxysmal supraventricular tachycardia (psvt)/atrioventricular nodal reentrant tachycardia (avnrt) with a navistar catheter and suffered a heart block av third degree requiring cardiac pacemaker insertion. During ablation, the patient went into a 2:1 heart block. After a 25 minute waiting period, a permanent pacemaker was implanted. At the time of pacemaker insertion, the patient was in a stable accelerated junctional rhythm. Patient was reported to be in stable condition. Patient required one additional night of hospitalization as a result of this adverse event. Patient fully recovered with no residual effects. Medical history includes juvenile diabetes and anxiety. Physician¿s opinion regarding the cause of the adverse event is that it was not related to any bwi product malfunction. Generator settings included power at 50 watts and temperature at 50 degrees celsius.